Event description:
It was reported that post implant and successful dft testing, no egm was available. The device function was otherwise normal. The patient was well post procedure and discharged. No further action was taken.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.